Event description:
Rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens was identified to be scratched immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the lens was observed to be scratched. The iol was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone galaxy rao605g batch 035265509 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that no other incidents, of a similar nature, have been reported against rayone galaxy rao605g batch 035265509. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were slightly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled and the injector parts were inspected under 10x magnification. Inspection identified a deformity to the nozzle tip, with the nozzle appearing misshapen and bent. The lens was returned dehydrated sellotaped to the blister tray. Due to the damaged nature in which the device was returned, the verbatim report of a scratched lens could not be verified; however, inspection did identify a broken haptic and damage to the optic edge. To facilitate further testing of the injector, the injector was re-assembled and 1x rayone aspheric rao600c from rayner's stock and was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. No rayone injector fault was identified during product inspection. The injector testing performed confirms that the device performs as intended/per design.